Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was not working was confirmed. An assessment was performed and it was determined that the device failed handpiece temperature assessment, was making an unusual noise, had vibration, and loctite and cable assessment failed (connector cap cable frayed). It was noted that the motor was worn out causing these issues. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was not working. During in-house engineering evaluation it was observed that the device failed temperature assessment and had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.